Manufacturer narrative:
Additional information provided in evaluation codes and additional MFR narrative. A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The exact root cause for this complaint is unknown. An investigation has been completed and action is presently being implemented to reduce the frequency of complaints for this issue. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing leakage of the valved entry system during the procedure which lead to bleeding and complications. The procedure was prolonged for an hour. It was reported that surgical intervention was required. The current condition of the patient is unknown. Additional information and product sample have been requested.